Manufacturer narrative:
Device not returned. No evaluation will be performed.

Event description:
Our (B)(4) affiliate reports a sales rep reported the following information. A pt developed peripheral corneal ulcers while wearing 1 day acuvue trueye contact lenses (narafilcon a). Narafilcon a product is not marketed in the u.s. The following information was received from the treating eye clinic on (B)(6)2010: the pt began wearing 1-day acuvue trueye lenses on (B)(6)2010. On (B)(6)2010, the pt reportedly complained of redness, pain and tearing os. The pt sought treatment at the clinic on (B)(6)2010 and was diagnosed with 2 peripheral corneal ulcers, one located at 6 o'clock and one at seven thirty. The size of each was 0.5 mm x 0.5 mm. The ulcers were not cultured. The ecp expressed an opinion that the ulcers were infectious. The pt's corrected va os was 0.8 (20/25). The pt was prescribed cravit and hyalein 0.1% eye drops. The pt was instructed to discontinue contact lens wear. As of the date this information was collected, the pt had not returned for a follow-up examination. The product in question is not available for evaluation. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specifications. All sterilization requirements were successfully completed. The lot was produced under normal conditions. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly, in executive management review meetings.